Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered , and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted the lifetime ventricular sensing integrity counts up to 57; with non-sustained ventricular tachycardia (vt) episodes and evidence of lead noise oversensing. The right ventricular (rv) lead integrity warning occurred for sensing integrity counter greater than 30 in 3 days and 2 or more high rate episodes. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and short interval counts (sic). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.